Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to not prime or run without a downstream occlusion alarm occurring and alarm would not resolve. No patient injury. No additional information.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. A DHR review was completed and no non-conformities were found. If the device is later returned, the complaint will be reopened and an investigation will be completed.